Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adaptor. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was reported to be an unspecified contamination. The patient was not hospitalized for the peritonitis. Treatment for the peritonitis was not reported. At the time of this report the patient was recovering from the event. Pd therapy was reported to be ongoing. Additional information was requested but is not available. This is report 2 of 3 involved in this event.